Manufacturer narrative:
Other applicable components are: product ID : 3389s-40 lot# va1h8hv, product type: lead. Product ID: neu_leadcap_acc, serial# unknown, product type: accessory.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was undergoing stage two implant and the lead cap stretched out electrode 3 on the lead. The surgeon was not able to insert it into the extension, so they cut electrode 3 off. The lead was attached to the extension, and the set screw was tightened as normal. An impedance check was performed and impedances were normal with nothing out of range. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.